Event description:
It was reported that technical support was contacted and recommended reprogramming, which was performed. There were no adverse consequences for the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During remote follow-up, episodes of t-wave oversensing were noted. The physician elected not to perform any intervention. The patient was in stable condition and will continue to be monitored.